Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7118830.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lead migration wherein causing inadequate stimulation. The patient underwent a revision procedure where the leads were repositioned. The patient was doing well post operatively.